Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump continued to leak insulin at the reservoir connector. Customer was able to see and smell insulin. Customer's blood glucose was 127 mg/dl. Customer was unable to verify if components on reservoir compartment were missing and states that there was no physical damage of insulin pump. Customer was advised to send reservoir for analysis; customer requested an analysis letter.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking tests and no leaks were found.